Event description:
Lap chole - "clips firing without occluding (open), coming out from the bottom and unevenly from either side of the jaws. Second incident had same incident, but some clips closed while others did not or only partially closed." Patient status: ok.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.